Event description:
It was reported that post-op the patient presented with back pain. It was found that the right l4 6.5x45mm was broken as the tulip head dissociated from the screw shaft. The patient underwent revision surgery in which the l4 screw was removed and replaced with a 7.5x45mm screw. The revision surgery went well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.